Event description:
Gelfoam was used during surgery. The surgery team successfully removed tumor; but complications immediately arose in the pt's blood stream. Ultimate complication is the gelfoam caused a gelatanous mass in the left ventricle of the heart requiring open heart surgery to be performed to remove the gel. Pt is still in critical condition. The pathology tests performed post surgery stated gelfoam had traveled within the venous system causing a severe life threatening occurrence.